Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had an implantable neurostimulator (ins) pocket issue. The ins flipped and had moved in (B)(6) 2015. The patient fell and didn't know if that affected it. A revision occurred on (B)(6) 2016. The patient did not recover completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.